Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 10 years 1 month post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve due to stenosis and insufficiency of the bioprosthetic valve. No additional adverse patient effects were reported.